Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the 32098 brushless motor controller (blmc) error occurred, reported by axes controller, motor (acm), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing was passed within specification. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted pulmonary wedge resection surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that a recoverable error 32098 occurred on universal surgical manipulator (usm) 1 during setup for a procedure. Prior to contacting tse, the customer power cycled the system with no change. Tse guided the customer through performing a hard power cycle and exercising usm 1 against the brakes, but the error persisted. The team decided to disable usm 1 and proceed using three usms. Subsequently, the same issue was reported again, and another hard power cycle was performed, which resolved the error temporarily. However, it was indicated that the error was likely to recur, and the system might not be usable for a future procedure. The procedure was completing as planned with no reported injury.